Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker and right ventricular (rv) lead presented to the emergency room after falling at home two days post implant. Device interrogation noted loss of capture (loc), pacing inhibition for greater than 2 seconds of asystole and high out of range pacing impedance measurements greater than 2,000 ohms. Outputs were increased and the patient was admitted ot the hospital for a lead revision. During an interrogation the following day, pacing impedance measurements were noted to be within normal limits at 450 ohms and other lead diagnostics were noted to be stable. Under fluoroscopy, the lead terminal pin was noted to not be fully inserted into the device header. An invasive procedure was performed. The physician elected to explant and replace the lead and the pacemaker remains implanted and in service. No additional adverse patient effects were reported.